Manufacturer narrative:
.

Event description:
It was reported that device diagnostics resulted in high impedance (>10,000 ohms). The patient was referred for surgery. There was no known patient manipulation or trauma that could have caused the high impedance. X-rays were taken and reviewed by the physician which showed no discontinuities. No known surgical interventions have occurred to date.

Event description:
The patient underwent generator replacement. Pre-operative device diagnostics did not result in high impedance. Device diagnostics after the generator was replaced again did not result in high impedance; therefore the surgeon did not replace the lead. The explanted generator has not been received for analysis to date.